Manufacturer narrative:
(B)(4). Device evaluation: the report that the suture needle broke was confirmed. Returned was a suture needle. The needle was broken into two pieces. The break occurred approximately 6 mm from the proximal end of the needle. Per the suture needle graphic the suture needle is shaped like a semi-circle. Based on the shape of the returned needle, it was bent at the location of the break. This indicates force had been applied to the needle. A review of the device history records for the needle did not reveal any manufacturing related issues. Based on the condition of the needle, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the u.s.

Event description:
It was reported that when securing the catheter with the suture needle, the tip of the needle broke. As a result, suture from the hospital inventory was used. There was no reported delay, death, or complications to the patient as a result of this occurrence.